Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor sounds like its straining and stopped mid prime and forced to rewind and reset every thing. No harm requiring medical intervention was reported. Customer stated that the insulin pump had diminished battery life and rejected new battery and no delivery alert. The insulin pump will not be returned for analysis.